Event description:
It was reported when using the bd pyxis¿ medbank tower, user mentioned that the drawer was offline. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was offline. A technical support specialist found that the drawer offline message appeared during remote session. Tss exited the application and checked network configuration, and everything looked fine. Reopening the med bank application, drawers came back online, and the user was able to log in. The system functioned as intended after the technical support specialist troubleshot the device.